Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report or the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot on the controller. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported by the vad coordinator that patient was seen in the clinic on (B)(6) 2016 and stated that both power ports on controller were loose and that power sources would easily become detached. The controller connections were examined in clinic and determined to be loose. No obvious damage was noted upon examination. The patient demonstrates good technique when connecting power sources. The patient did not report dropping the controller. The pump parameters were displayed prior to exchange. Decision was made to perform elective controller exchange. Patient was issued con101805 as new back up. Controller was exchanged, patient was discharged and no consequences to the patient. At this time, the patient is in good condition and has not reported any further issues since exchange. Investigation is ongoing.

Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis of the device revealed that the device failed to meet specifications; the device passed functional testing but failed visual inspection as a result of power source port 1 and 2 connectors being found loose with the o-ring gaskets displaced from the controller housing. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process. An internal investigation has been opened by the supplier to address this issue.